Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that on the first day of ilet use the patient experienced hypoglycemia after basketball practice and dinner; the system had been removed and insulin paused for practice, then reconnected, and glucose later decreased to 59 mg/dl before rising slowly. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral carbohydrates (fruit punch and glucose tablets), continued monitoring, and no medical intervention or hospitalization. Investigation included customer education on ilet operation and hypoglycemia management, including that the system suspends insulin when glucose is below target and that the algorithm is adapting to the patient. Investigation of this case revealed no device alarms and no performance malfunction identified, with the event occurring during initial adaptation and following exercise and a meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear.